Event description:
It was reported that a steam pop occurred when ablating in the apex of the heart. The patient had a tamponade, and was taken to the operating room to have the perforation repaired. The patient was stable, but remained in the hospital. A vt ablation was being performed.

Manufacturer narrative:
Additional information provided stated that stockert generator power was set to 35 watts in power control mode, and the cool flow pump flow rate was 30ml/min. Field service engineer contacted the staff, who stated that the adverse event was not a result of failure of the equipment.